Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported not removing air from the cartridge prior to filling the cartridge with insulin. Tandem technical support educated customer on the air removal process per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.